Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, interrogation revealed measured battery data of 2.76v, 54 ua and 1.9 kohms. The programmer displayed an rrt indicator message. The physician elected to replace the device.